Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 9 of 11. In an excerpt from the 2018 dkg annual meeting, "cruciate retaining versus posterior stabilized total knee arthroplasty for the treatment of valgus osteoarthritis?" The following is noted: "in the cr group, 11/97 patients were revised due to a.p. Instability..."